Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per patients preference for magnetic resonance imaging (MRI) compatible device. It was noted that patient did not experience any device related symptoms. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50 cm iii lead.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.